Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® implant 4 x 13mm (oss413) and locator were returned for investigation. Visual evaluation of the as returned products identified a fractured implant engaged with the locator. There were no allegations against the locator. Therefore, the investigation was performed only on the implant. Functional testing and dimensional analysis could not be performed since the implant was fractured. No pre-existing conditions were noted on the per. The reported device had been placed on tooth # 13 (fdi) for approximately 2 years. Device history record (DHR) review for the lot (2017111748) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (2017111748). No other complaints about nonconforming products were identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One osseotite® implant 4 x 13mm (oss413) was not returned for investigation. Therefore, visual evaluation could not be performed. Upon product receipt, cmp and pce will be reopened and updated accordingly. The investigation was performed using the applicable instructions for use and risk files. Functional testing and dimensional analysis could not be performed since the device was not returned. No pre-existing conditions were noted on the per. The reported device had been placed on tooth # 13 (fdi) for approximately 2 years. Picture image was provided and fracture was identified at the apical part of the implant. The device history record (DHR) was not available electronically for the subject lot number (2017111748) thus could not be further reviewed at the time of the investigation. A notification/request has been sent to manufacturing to pull the DHR for review. The pce will be reopened and updated if there is any indication of non-conformance, or any possible manufacturing issue related to the reported event. Since the DHR was not available, a search in the non-conformance database for valencia lots (non-conformance list) was conducted with the lot number to discover any non-conformances related to the reported event and subject lot number. No non-conformances were found for the subject lot number. Complaint history review was completed for the subject lot number (2017111748). No other complaints about nonconforming products were identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed following picture evaluation.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient's weight was not provided.

Event description:
It was reported that the implant fractured. The implant was not completely removed in order to not cause any damage to the patient. Patient will return for additional appointments for new implant placement. Tooth number 13.